Event description:
It was reported that the center nut of the crosslink sheared off during tightening. There were no patient complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification.